Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735795, serial/lot : -, ubd: unknown, UDI: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Work order completed: h3, h6) a manufacturer representative went to the site to test the navigation system. There was no reported issue. Codes b01, c19 and d14 are applicable to this evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the monitor display of a navigation system was shifted down and to the right of the screen, rather than being centered, and the icons on the screen shifted when touched. Troubleshooting steps included using the softkeys function to check the aspect ratio, which was confirmed to be set to full screen. Technical services (ts) recommended switching from full screen to a different ratio and then back to full screen, and ensuring that v_mirror and h_mirror were set to "off." Another manufacturer representative (rep) called the next day, and noted that the image shift occurred when the system was turned on with the stryker monitor connected, but not when the navigation system was turned on first and then the monitor was connected after. There was no patient involvement.